Manufacturer narrative:
File a 30-day MDR. An assessment was conducted. The event is still considered reportable under FDA's regulation. The customer refused to send the soclean device back for testing in the lab. The customer received a replacement device and continues to use the soclean despite an adverse event.

Event description:
Customer reports sinus infection. Md seen. The customer received a prescription of a zpack.